Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer will reach out to their healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.